Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23jul2020.

Event description:
It was reported to philips that the device was unable to turn on. The device was not being used on a patient at the time of the event. There was no patient or user harm reported. A philips field service engineer (fse) was dispatched to the customer site and it was determined that the power supply needed to be replaced to return the device to working condition. The fse replaced the power supply. The device passed all performance verification testing.